Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to detach. There was no harm to the patient, no intervention was required as the capsule was still attached to the delivery system, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. They placed a little lubrication on the back to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.